Event description:
It was determined by the hospital that nova statsensor hospital meter creatinine results for two patients were clinically significantly different than the results obtained from the hospital laboratory analyzer. Patient: 1, statsensor result: 0.97 mg/dl; gfr>60, lab result: 1.96 mg/dl; gfr=36. Patient: 2, statsensor result: 0.92 md/dl; gfr>60, lab result: 1.72 mg/dl; gfr=30. Based on the meter results, patients were administered contrast media. Patients were monitored and there were no adverse effects reported.

Manufacturer narrative:
The internal investigation test results show that the customer returned test strips and retained creatinine test strips from lot #4910099249 meet the defined 501k cleared acceptance criteria for both whole blood and quality control testing. There was no obvious result discrepancies observed at any creatinine level in the investigation. In summary, the customer complaint could not be duplicated.